Event description:
It was reported that the ilet displayed ¿delivery stopped,¿ failed to calibrate, and repeatedly could not proceed during the supply change and rewind steps, produced beeps, and prompted restart alerts; the screen appeared dim, and a replacement device and return instructions were provided along with guidance to shut down the device, sync data, and expect to complete start-up on the replacement while continuing cgm use. Symptoms included no reported adverse clinical effects. Outcomes included device replacement and user education. Investigation included remote troubleshooting and assessment of device behavior during supply change and restart prompts. Investigation of this device was revealed device malfunction with inability to execute rewind/fill tubing and abnormal display brightness, consistent with a performance failure of the pump electronics or control software. It was concluded, the complaint was duplicated and determined to be caused by a faulty motor.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."